Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing on the right ventricular (rv) channel, leading into overpacing on the t wave and inducing the patient into ventricular tachycardia (vt). The device delivered an electric shock and successfully converted the rhythm. Additionally, a pacemaker mediated tachycardia (pmt) was also recorded. Technical services (ts) recommended to reprogram the sensitivity. This ICD system remains in service. No additional adverse patient effects were reported.